Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an epic biliary endoscopic stent has been implanted to treat a severe malignant stenosis in the distal bile duct during a biliary stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was mildly tortuous and was not dilated prior to stent placement. The complainant stated "the stent was placed under severe condition where distance from the papilla could not be taken". According to the complainant, during stent deployment, the thumbwheel was rotated but the stent was unable to release easily. Reportedly, when the thumb wheel delivery was close to nearly half completed, release suddenly started and the stent jumped about 1.5 mm and moved into the bile duct. The stent remains implanted and a different stent was implanted slightly out of the papilla to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.